Manufacturer narrative:
This supplemental report is being submitted to provide an updated legal manufacterer's investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems due to open or short circuit, material degradation, and mechanical issues such as leakage/seal, deformation, fatigue, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on the subject device the image was bright near and could not be dimmed. The event occurred during a diagnostic hysteroscopy. It was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h11. This report is related to the following reports reference numbers: 36213, 36217, 36215, 36208, 36357, 36209, 36210, 36173, 36269, 36259, 36253, 36261. The device was returned to the repair center for inspection. As a result, it is unclear whether the following phenomenon, which was pointed out by the customer, was reproduced and the reported failure confirmed. In addition, there were no new reportable malfunctions identified. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that on the subject device the image was bright near and could not be dimmed. The event occurred during a diagnostic hysteroscopy. It was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that on the subject device the image was bright near and could not be dimmed. The event occurred during a diagnostic hysteroscopy. It was completed using the same set of equipment. There were no reports of patient harm.